Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) display had lines running through it. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis found the lcd (liquid crystal display) is missing pixels. Analysis also found the upper case, lower case, ring cover, and battey drawer are broken. Battery release and knobs are contaminated. Side bail covers, side bails, and ring bail are missing. Lead flex cover is corroded, battery contacts are compressed, and the keyboard is scratched.